Event description:
It was reported that the matrixmandible short cut plate cutter head sheared in half while cutting the plate. The broken piece was not left in the pt and the procedure was completed successfully. No pt harm was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. Our investigations show that the complete upper part of one shortcut plate cutters broke off. There were clearly visible nicks at the cutting edge. This let us suppose that the cutting edge was previously damaged and that by the blunt edge an excessive cutting force was necessary which finally caused the breakage. The "fracture" face is homogeneous which indicates material conformity. This complaint is indeterminate from a mfg standpoint.